Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. Although a "staph flora" infection was confirmed, there was no confirmation that the stem contributed to the event. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as inadequate medical records were received for review. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the source of the infection could not be determined as insufficient patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that a patient has an infection of a right total hip done a while back. The surgeon proceeded to revise the hip and implant an antibiotic spacer made from antibiotic laden cement. The procedure was performed through the posterior approach. He carefully removed the accolade stem. Then he proceeded to remove the tritanium cup size 54. After all the implants were removed he took a size 2 accolade cm stem and coated it with antibiotic laden cement. He implanted it with a large ball of cement on the mech to reproduce the anatomy. After checking the stability he closed the surgical site and plan to wait until infection is cleared for the next revision.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. An unknown 54mm tritanium cup was also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon reported that a patient has an infection of a right total hip done a while back. The surgeon proceeded to revise the hip and implant an antibiotic spacer made from antibiotic laden cement. The procedure was performed through the posterior approach. He carefully removed the accolade stem. Then he proceeded to remove the tritanium cup size 54. After all the implants were removed he took a size 2 accolade cm stem and coated it with antibiotic laden cement. He implanted it with a large ball of cement on the mech to reproduce the anatomy. After checking the stability he closed the surgical site and plan to wait until infection is cleared for the next revision.